Event description:
On this day my husband's heart rate was under 50 beats a minute and I decided to take him to the emergency room. When he walked, it would go up and when he was at rest, it was below the 50 beats a minute. They hooked him up to the monitor and his heart rate was then at 48 beats a minute. He is wearing a pacemaker that isn't kicking in until his heart rate is below 50 beats a minute. The hospital told him I had to take him to our insurance plan's urgent care the next day. I was in fear that my husband's heart was going to stop because for some reason his pacemaker was not kicking in where it was set at 60 beats a minute. Somehow, it got down to 50 setting and we have no explanation how. After the x-ray to check the lead and pacemaker, it was less than ten days and it was removed. The lead had gone through his heart into the left side. The echogram has come back with a problem so we don't know if the lead going through his heart has done something. My husband now has a new pacemaker and lead. The company, medtronic, had my husband sign a release and took the pacemaker after removing it. Will we ever know if it was defective? I will give you all the information on the pacemaker so maybe you can investigate. The pacer that checked it said it only had two years on it, and it was supposed to last for ten years. I am afraid this pacemaker has damaged my husband's heart.